Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. This device is part of the advisory for this model. Analysis results are consistent with that advisory. Evaluation summary: analysis found that the no output condition was the result of fractured battey wire bond.